Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached over 400 mg/dl. The pod was worn longer than 48 hours.

Manufacturer narrative:
The device was received partially deployed. The needle mechanism was fully retracted. The needle was observed to be exposed in the soft cannula. Upon opening the device, the needle was found dislodged from the slide retract. Excess material was found on the slide retract. The damage to the slide retract caused the needle to be incorrectly installed, which resulted in the exposed needle and the reported pain. The exposed portion of the needle was found to be bent. The tip of the needle was inspected for damaged, and none were found. It could not be determined when the damage to the needle occurred.